Event description:
Reporter indicated that vns pt implanted for depression was experiencing worsened depression and had attempted suicide. The pt was traveling outside of their country of residence and was hospitalized in the country to which pt had traveled. There is reportedly no further danager of loss of life and the pt is reportedly doing well with plans to return to their home country for continued eval. Investigation to date has been unable to determine whether the vns therapy was a contributing factor to the reported event.